Manufacturer narrative:
(B)(4): investigation revealed that all keypad buttons responded as expected. No hypersensitivity or scrolling was observed. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the up arrow button was possibly sticking when pressed. The patient informed customer support when attempting to program a bolus, the display would continue to scroll after releasing the keypad button. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.